Manufacturer narrative:
The event date of (B)(6) 2016 was added. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient is not planning to have any additional interventions at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during a surgical procedure to explant and replace the patient's ipg (reference MFR. Report#: 1627487-2016-04957), it was noted the patient's lead appeared to have migrated. Upon lead interrogation, the patient was unable to feel any stimulation and impedance levels were high. In addition, the physician was unable to remove the lead and in turn, recommended the patient be referred to a neurosurgeon for consult and possible surgical intervention to address the issue.